Manufacturer narrative:
A ge representative evaluated the system and removed dust from the circuit boards and replaced the cmos memory battery. System operates as intended.

Event description:
The customer reported the system would shut down on its own after being used for a while. No patient injury was reported.